Manufacturer narrative:
Report date: 15feb2019. Date received by manufacturer: 14feb2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Battery was charged by customer for 48 hours. No charge was held. The manufacturer's field service engineer (fse) replaced the defective battery to address the reported problem. Unit was showing 15.2 volts after 8 hours of charging. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported battery failure, charge indicator is inactive. Voltage measured at 9.7v. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.